Event description:
The facility reported a colleague infusion pump in which the channel could not be chosen when the device was turned on. This was identified during biomedical testing. No patient injury or medical intervention was associated with this report. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or, if any additional information becomes available.